Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number: (B)(4)) was found to have no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected to account for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the high impedance was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. The rep reported that the healthcare provider (hcp) implanted the ins, and high impedances at all electrode combinations on the right side were encountered. The rep reported that multiple impedance checks were conducted, the left and right extensions were swapped in the ins to see if the impedances followed the extension or stayed on the right side. The rep reported that multiple cleanings and re-insertions of the extension were conducted but nothing resolved the high impedances. The rep reported that the hcp eventually replaced the ins with a different one and the issue was resolved and all impedances came back within normal limits. No patient symptoms reported. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
Device evaluated by MFR: analysis of the ins (serial no. (B)(4) found no anomaly. Conclusion code updated from 92 to 11. Result code updated from 3221 to 213 and 825. Method code updated from 4114 to 10. Analysis information -- product ID# 37601 the returned ins passed all functional testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.